Event description:
It was reported by the dialysis clinic that during hemodialysis treatment, the patient became short of breath approximately four minutes into treatment. Oxygen applied via nasal cannula. By 6 minutes into treatment, pt. Became unresponsive and arrested. The patient was resuscitated and transported to a local hospital and admitted to the critical care unit. Additional information has been requested.

Manufacturer narrative:
Medical records reviewed: the patient experienced a cardiac arrest during hemodialysis. This event will be reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the products and the event of cardiac arrest. There is no history of specific malfunction or products being out of specification. There were no products returned for investigation. Plant investigation: as no lot numbers were reported the product used during patient treatment could not be identified. To complete an adequate investigation a sap sales search was conducted to identify lots sold to the client, and a retrospective records review for finished product delivered to the client during the identified time frame did not identify any nonconformance reports and/or abnormalities during production. A sample from the reported complaint event was not available for evaluation. The dry concentrate product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. A system level review of all products will be conducted. A supplemental report will be submitted if any nonconformances are identified. The event reported on this patient involves six separate products.